Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the blurry image and foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited blurry image and the black water was spilling out from the bending rubber. There was no patient involvement.